Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot#: 0208688639, product type: lead. Product ID: 3389-40, lot#: 0208688660, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there were high impedances on the left lead (slot 0 <(>&<)> 1) and on the right lead (slot 8-9 and 10). The diagnostic methods included a device interrogation / device data on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and not related to the implant procedure; the leads were noted. It was also noted that there were no actions/interventions taken to attempt to resolve the issue; the event remains unresolved with no further actions planned. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot#: 0208688639, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot#: 0208688660, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight at baseline ((B)(6) 2014) was (B)(6) kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the signs symptoms to reiterate that there was high impedance on the left lead electrode 0 and 1 and right lead electrode 8-9 and 10. It was also noted that the cause was undetermined with no falls or trauma that occurred. The last parameter settings were as follows: left stn electrode 3-, 2.6 v, 60us ,160 hz; right stn electrode 11-, 4.3 v, 60us, 160 hz. The impedance values were also given as follows: electrode 0 = 2188 ohms, electrode 1 = 2020 ohms, electrode 8 = 3207 ohms, electrode 9 = 2269 ohms, and electrode 10 = 2763 ohms. No further complications are anticipated.